Manufacturer narrative:
An olympus endoscopy support specialist has visited this facility and provided in-service training regarding the appropriate reprocessing of endoscopes. No products were returned to olympus for eval. If add'l and significant info becomes available at a later time, then this report will be supplemented. Olympus instruction and/or reprocessing manuals provide detailed info on how to reprocess endoscopes. The cause of this report appears to be due to user error. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that the user facility was not reprocessing the endoscopes in accordance with the directions for use. User facility personnel were reportedly not flushing the auxiliary water channel during manual cleaning, and were not flushing the suction and air/water channels for the appropriate time or number of rinses. There were no reports of pt or user infections.